Manufacturer narrative:
(B)(4). The device failed the homechoice returned instrument test evaluation (rite) functional test for rite electrical ground bond test. The rite electrical test failure failed ground bond test was not confirmed by review of the logs or duplicated. There were no other problems found during an internal inspection. The assignable cause for the rite electrical test failure of failed ground bond test was determined to be a loose set screw on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite ground bond test failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device evaluation is in progress by baxter; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.